Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient wanted to know what programming was used in 2013 when they first got their device. Patient services reviewed that the manufacturer does not have that info. Patient met with a manufacturer representative (rep) today for reprogramming. Patient said by the time they got home they had to turn stim off because their feet and left hip were hurting. Patient said the pain started in 2019 and has continued since then. Patient reported turning stim off resolves the pain. Patient messaged the healthcare provider (hcp) and was going to text the rep.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.